Manufacturer narrative:
(B)(4) manufacturing location: (B)(4). Manufacturing date: march 20, 2015. Expiration date: february 28, 2025. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Per facility, the complainant parts are not available for return. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a helical blade cut out of the patient's femoral head sometime postoperative. The patient, who was originally implanted with a trochanteric fixation nail advanced (tfna) proximal femoral nailing system on an unknown date, was returned to the operating room on (B)(6) 2015. During the bipolar revision procedure, the tfna nail, helical blade, and one (1) 5.0mm locking screw were removed. The procedure was completed successfully with no reported patient harm. This report is 1 of 3 for (B)(4).